Event description:
A report was received that following a trial implant procedure the patient started experiencing severe pain down his right leg. The physician believed it to be nerve root irritation and decided to explant all leads from the patient.

Event description:
A report was received that following a trial implant procedure the patient started experiencing severe pain down his right leg. The physician believed it to be nerve root irritation and decided to explant all leads from the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50e (B)(4) 7 description:enh st trial ld kit.

Manufacturer narrative:
Additional information received that the physician does not feel that the event was device related. The physician assessed that it was due to acute onset of crps as a result of possibly irritating the nerve root while inserting the electrodes into the epidural space. A review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.